Event description:
The technician alleged that the bed had no head up function. No patient impact.

Manufacturer narrative:
The technician replaced the head up valves and the issue remained. The technician replaced the hydraulic manifold to resolve the issue.